Event description:
The philips bench discovered the etco2 was unable to be calibrated. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.